Manufacturer narrative:
The device was returned for evaluation. The unspecified failure was observed as suture retrieval issue needle to cuff miss. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The patient effect of hemorrhage is listed in the electronic proglide instructions for use (IFU), as potential adverse events of use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure using a proglide device relative to an unspecified procedure. Reportedly, a "percussion defect" occurred. Another device was used to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy and bleeding risk. No additional information was provided.